Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date d4: unique identifier (UDI) number is not provided / unknown. D9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation was performed, a fracture has been identified on the implant collar. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant on tooth site #36 was removed due to a fracture at the neck of the implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: (B)(6). Patient weight unknown / not provided. PMA/510(k) number: k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.